Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient was returned to the operating room due to significant bleeding from the chest tubes. The surgeon evaluated and resolved any issues he found and requested to remove heparin from purge until the next morning to see if that would help slow bleeding issues in the chest. Heparin was added into purge the next day but then removed due to bleeding concerns and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.